Event description:
Medtronic received information that prior to use of a bio-medicus nextgen femoral venous cannula, it was reported that the tip of the cannula was cracked. The device was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: after investigation, the complaint is confirmed for a cracked cannula body connector, based on the photo provided, however, no product has been returned to date. It is unknown what may have caused this occurrence and root cause cannot be determined without the returned product. However, based on the available information, it is possible this complaint is the result of a use-related issue. This damage to the cannula connector can occur when the introducer is inserted into the cannula body without the use of the hemostasis cap. The introducer handle can cause stretching, crazing or cracking when it is forced into the connector. The issue is more likely to occur with the arterial cannulae models with a clear hemostasis cap that is attached to the introducer on the provided protective sheath, however, the issue can also occur in the venous cannulae models with the blue hemostasis cap. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received from august 2021 through september 2022 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects because of this occurrence. Trends for issues with this device are monitored. Correction section b5: medtronic received information that prior to use of a bio-medicus nextgen femoral venous cannula, it was reported that the end of the cannula (connector) was cracked. Correction section d manufacturer name and address: these fields have been updated. Correction section e facility name: this field has been updated to atrium health. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.